Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and high astigmatism. The lens was later repositioned. Reportedly, "after 1st attempt of repositioning; the icl rotated again after 6 months."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
B5: lens was later removed and replaced for a longer length lens and the problem was resolved. Cause of the event was the device, reportedly, "small icl size causing icl rotation 2 times." Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was later removed and replaced for a longer length lens and the problem was resolved. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
B5: lens was later removed and replaced for a longer length lens and the problem was resolved. Cause of the event was the device, reportedly, "small icl size causing icl rotation 2 times." Claim (B)(4).

Manufacturer narrative:
Correction: supp1 not applicable. Inncorrect information provided. Claim# (B)(4).